Manufacturer narrative:
Pending evaluation.

Event description:
Patient received rtsr on (B)(6) 2018 due to infection. The humeral liner was revised to +0, 38mm on (B)(6) 2019.

Event description:
As reported, this 65 y/o patient received rtsr on (B)(6) 2018. The humeral liner was revised to +0, 38mm on (B)(6) 2019 due to infection. Pt. Weight is 171 lbs. All the prostheses have been removed and a cement spacer was inserted. Devices will not be returned. All available information has been received.

Manufacturer narrative:
Section h10: (b2) outcomes attributes to adverse event: added check for hospitalization - initial or prolonged (d4) catalog number: 320-38-00, serial number: (B)(6) expiration date: 28-may-2023, unique identifier (UDI) #: (B)(4) . (D6) if implanted, give date: (B)(6) 2018. (H3) as reported, this 65 y/o patient received rtsr on (B)(6) 2018. The humeral liner was revised to +0, 38mm on (B)(6) 2019 (B)(4) reason for revision was not initially reported., but was later reported as infection. Infection is a clinically well-known potential complication of any surgical procedure including shoulder arthroplasty. If infection occurs after shoulder replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following shoulder replacement is 1.8% for primary and 4% for reverse shoulders.1 the highest risk period for infection is between the first two years following the surgery.1, 2. Upon review, there is no allegation against the device. The most likely cause of the reported event is patient conditions. (H4) device manufacture date: 29-may-2018. (H6) evaluation codes: 1735, 2993. Section h11: the following sections have corrected information: (b5) as reported, this 65 y/o patient received rtsr on (B)(6) 2018. The humeral liner was revised to +0, 38mm on (B)(6) 2019 due to infection. Pt. Weight is 171 lbs. All the prostheses have been removed and a cement spacer was inserted. Devices will not be returned. All available information has been received. (E1) name prefix/title: dr. (B)(6). (E3) occupation: physician.